Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, complaint (B)(4) a vessel dissection occurred after the vessel was clamped with the fogarty clamp, including the soft33 inserts. Patient demographics provided as follows: patient initials (B)(6); (B)(6) year old female; (B)(6) kg; 170.18 cm. Surgery was kidney transplant. The clamp was used to clamp off the iliac artery, which dissected. A vascular surgeon was called to place a patch graft on the artery. No product return expected as devices were discarded at the facility. No pictures were taken. The doctor reported, the patient was medically stable during and after the event, the inserts were being used for the first time with the clamp, and it is not sure if the user facility reported to the regulatory authorities.